Event description:
Upon changing dressing, nurse noticed that the on-q ball had yet to decrease in size. Upon examining the device, there was no medication that was delivered to the incision area as was intended. The on-q was discontinued, physician notified.